Event description:
It was reported that there was a large number of sensing interval counts (sic) with no signs of lead problems. Sensing was normal and there were no recorded episodes with evidence of over sensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.